Manufacturer narrative:
On 10/11/96, the MFR contacted the patient to obtain follow up info. The patient reported that she had spoken with a facility nurse who had suggested the procedure be done by "cutdown" because the patient has a paralyzed diaphragm and thoracic outlet syndrome. The patient then stated that she sought a second opinion concerning the device from another physician who looked at the o.r. X-rays and those done a week later and saw device catheter "pinch-off" syndrome. The device was explanted on 9/19/96 and discarded. The physician stated that there was "nothing wrong" with the device. The patient also reported that she had another MFR's device implanted and her new physician was unable to place the device catheter tip in the superior vena cava because of an "enormous blood clot". The patient reported that she has filed a suit against the first physician and does not in any way feel that the MFR's device was at fault. Since the device has been discarded and a lot number was not provided, the MFR's investigation of this event was limited to a trend analysis on this catalog number. A trend analysis performed on similar reports involving this catalog number did not identify any trends. Based on the available info, and due to the unavailability of the device for analysis, no conclusion could be drawn as the cause of this event. No further details are available. The MFR is now closing its file on this event.

Event description:
The device was implanted on 9/10/96 for subclavian infusion of drug. On 9/13/96, the pt contacted a MFR nurse and stated that there has been little blood return from the device since implant. The pt stated that the physician told her that the device catheter tip is "way down in thr right atrium" and the device is implanted "low into the breast tissue." The pt then stated that this is her fourth vascular access device and the second from the MFR. She then inquired what she should do next. The MFR nurse restated the pt's concerns and the pt stated that she may seek another opinion. The MFR nurse then stated that an x-ray should be performed to view the position of the device catheter tip to determine why blood return is not occurring. The pt also stated that she had experienced heart "contractions" during infusion. The pt then stated that she would contact the MFR nurse with a decision regarding the device. Also on 9/13/96, the pt's spouse left a messagee on a MFR engineer's voice mail which detailed the pt's history for the past several years. The spouse reported that the pt has had two of the MFR's devices implanted by the same surgeon four months apart and that in both cases, they experienced difficulty obtaining a blood return. The pt's spouse then requested any info the MFR may have concerning why this would occur and also asked if the MFR had any info concerning an alternate device which could be used for his wife's therapy.